Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7/+1.5/108 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon notes the patient had excessive vaulting and significant reduction of irido-corneal angles. On (B)(6) 2023 the lens was exchanged with a shorter length lens. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. Claim # (B)(4).